Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump shoots out insulin during prime instead of just dripping out. Customer's blood glucose level was unknown. Customer also stated that the insulin pump has to prime the twice to prime and insulin pump rewinding was slower. The device will not be returned for analysis.